Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-dec-2022. H6: investigation summary: samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (20) 1ml, 13mm, 29g bd safetyglide insulin syringes (1 loose, 19 in sealed blister packs), product code 305930 from lot # 2097621, with the reported issue of ¿the syringes have liquid in them¿. All returned syringes were examined, and no foreign matter was observed in or on any of the returned syringes. A review of the device history record was completed for batch# 2097621. All inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd safety-glide¿ insulin syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: customer states syringes have liquid in them.

Event description:
It was reported that the bd safety-glide¿ insulin syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: customer states syringes have liquid in them.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.